Event description:
As reported to coloplast, though not verified, the patient with this device experienced material exposure/erosion and pain in vagina and beneath urethra. Urethropexy material excision/ revision and defect closure, and cystoscopy was performed. Intraoperative findings: sling erosion measuring (1.5 cm) exposed on the surface with (~2 cm) total, portion of exposed/free implant material bilaterally. Post urethropexy dyspareunia, occasional vaginal pain with no relief in symptoms with conservative management. Examination under anesthesia performed with vaginal scar excision /revision and cystoscopy.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.